Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion : based on evaluation of the retain samples, no issues were observed with the incident lot as all samples met the required specifications. Root cause description : based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale : complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter did not transfer blood properly. No serious injury or medical intervention was reported.

Manufacturer narrative:
This complaint is not MDR reportable. There are several factors that can contribute to blood not transferred into tube. Such as, tube not positioned properly in the holder to penetrate the tube stopper, loss of vacuum in the blood collection tube or occluded needle cannula. Absence of blood flow would result in customer dissatisfaction due to use of another tube or tube transfer device. There is no potential for serious harm or injury.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter did not transfer blood properly. No serious injury or medical intervention was reported.